Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00697. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced both leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported event high impedance/ineffective stimulation was confirmed. As received, both octrode leads had a kink with all internal broken wires on one and two broken wires on the second one. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.